Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap distal end is not detached; some small glass pieces are missing at the location of the fracture; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of "the tip of the fiber came off inside the patient and was retrieved" could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip of the fiber detached inside the patient and was retrieved. The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.